Event description:
At the conclusion of t+a with bilateral myringotomy it was noted that pt sustained a small charred area on right side of lower lip from electrocautery handswitching pencil. This was of major concern as the tip of this pencil had not been in contact with the lip. Biomed engineer examined equipment and noted scorching on both the pencil and the needlepoint tip. It appears that when "the two scortched areas are mated that the needle was not inserted to the stopping point in the pencil." Insertion was however noted to be difficult, possibly due to a defective pencil.